Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. (B)(6). Correction number: 2531779-03/24/2010-003-r.

Event description:
The patient's mother reported that the patient is receiving random loss of prime warnings for the last week. The cartridge has been changed multiple times, however the loss of prime warnings still are occurring. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred. This report is being made based on investigation results.